Event description:
A report from a health care facility in (B)(6) stated that the blades of the knives were dull and caused tissue tearing at the incision. The knives were discarded at the facility and are not available for evaluation. B+l has made several attempts to collect more information, however, the doctor has declined to provide any further details regarding the event or the condition of the patients.